Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 02-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. All bolus/basal were delivered in auto mode/manual mode. On the event date of 02-jul-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The test guardian link with the glucose senor simulator communicated properly with the pump noted. No communication anomaly. Pump programmed with suspend before low using the glucose sensor simulator with test guardian link and the alert functioning properly. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged not confirmed for unexpected pump was suspended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer reported pump delivery was suspended. The customer reported blood glucose value of 426 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis treated with manual injection was hospitalized and treated with intravenous insulin infusion. The customer also experienced symptoms of headache and throwing up. The event involved product(s) mmt-7040ma, mmt-431ag, mmt-1884, mmt-342. Troubleshooting was partially performed. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040ma, mmt-431ag, mmt-1884, mmt-342.